Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous 1st obtuse marginal, that was heavily calcified. After predilatation of the lesion, an attempt was made to cross the lesion with the 2.5 x 18 mm xience v stent delivery system (sds); however, it would not cross. The sds was removed from the anatomy and additional predilatation was performed on the lesion. Several attempts were made to cross; however, these were unsuccessful. A buddy wire was placed for support in an attempt to cross the sds; however, difficulty crossing was still experienced. The stent implant became caught in the calcified vessel and the sds could not be removed. The guiding catheter, sds and guide wire were removed together as one unit from the patient; however, the stent implant was left behind stuck in the calcification. An attempt was made to snare the stent implant; however, this was unsuccessful. The procedure was abandoned and the patient underwent coronary artery bypass and is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU deviation does not appear to have caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4): re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.